Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that a patient had to have her system "surgically repaired" in 2011 after a fall. No further information about this event was reported. Additional information received reported that the patient received assistance from their doctor or medtronic representative and their concerns were resolved. The patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received from the consumer reported the patient had a fall in the past, after which the leads were replaced, but no falls or trauma had occurred since.